Event description:
It was reported the right atrial (ra) lead impedance had been slowly decreasing over time to 140 ohms. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.